Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was likely not removed since the reprocessing was not conducted properly due to leakage. The event can be detected and prevented in accordance with the following instructions for use: detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found contamination believed to be a simethicone type product in the air/water channel. Additionally, the automated air leak test failed. The housing-colored ring was damaged. The distal end adhesive failed due to uneven edge. The up and down angle failed. The light cover glasses adhesive failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited contamination in the air/water channel. There were no reports of patient or user harm associated with this event.